Event description:
Info rec'd indicates the head hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the trend valve. He indicated that the trend function was working. The technician replaced the trend valve to repair the bed.